Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The downloaded data returned an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. Generation of the hazard alarm stopped the delivery of insulin. No defects or deficiencies were observed in the device. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No hazard alarm was generated during this test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. While wearing the pod the cannula dislodged from the infusion site (arm). As treatment for hyperglycemia, a new pod was applied.